Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable mfg quality plan as well. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
While the filter was being advanced through the delivery sheath, it became stuck and would not advance. Upon removal of the system, a 2mm slit was observed in the delivery sheath. A new system was inserted and the procedure completed without difficulty. There was no reported patient injury.